Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: product ID 1175 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the driveline cable associated with (B)(6), and the driveline boot cover (unknown lot number) were not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. There was no evidence that (B)(6) or the associated driveline boot cover had previously been serviced. A review of the driveline cover's manufacturing documentation could not be conducted since the lot number is unknown. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the driveline outer sheath and evidence of a self-repair. Visual evidence also revealed discoloration of the outer sheath and damage to the strain relief. On-site inspection of the driveline boot cover also revealed that the boot cover was hardened. As a result, the reported event was confirmed. A driveline sheath repair and a stuck driveline cover removal were performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the self-repair event can be attributed to the handling of the device. Based on the available information, the most likely root cause of the observed strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, a possible root cause of the hardened driveline boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - driveline cover; d4: model#: 1175 / catalog#: 1175. D9: no; h3: no; h5: no; h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use of the ventricular assist device (vad), driveline (dl) sheath damage and a stuck driveline cover were identified. The driveline cover was not movable and was removed according to procedure. The clinic refused to put on a new dl cover to avoid a vad stop. Servicing was required. The tape the clinic had used was removed, and no wires were exposed. A new dl sheath repair was performed and tape was placed from the strain relief for 5 cm down the dl.the stuck dl cover was removed, and a new dl cover was refused to avoid a vad stop. The device remains implanted and in service. No patient complications have been reported as a result of this event.